Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing high blood glucose. It was stated that is concerned that insulin is not delivering. Customer's mother reported that the before the piston made contact with the reservoir, it sounded irregular. Blood glucose value was 352 mg/dl; treated with bolus and manual injection. Customer had high ketones. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The alarm history showed multiple threshold suspend alarms. High pressure test passed. The infusion set does not have a bent cannula I was advised that the customer changed the infusion set and reservoir. Nothing further reported.